Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive on the lock screen. Additionally, the customer reported an unspecified alarm and could only access the screen when alarm would go off. Customer's blood glucose was 81 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.